Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was 144 mg/dl. Customer was advised to disconnect and reconnect the reservoir and tubing and to push insulin slowly through the tubing with the plunger. She stated that insulin did not exit. Insulin did not exit when customer repeated the process with a new infusion set without changing the reservoir. Customer stated that insulin did exit when she repeated the process with a new reservoir. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.